Manufacturer narrative:
H6: medical device problem code 2017 clarifier: incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery. The 2.0x15mm mini trek balloon dilatation catheter was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured after the first inflation at 12 atmospheres. It was also reported that the mini trek balloon was not submerged in saline during preparation prior to use. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.